Manufacturer narrative:
(B)(4) defective lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 18.0 diopter lens was removed during the same procedure due to a defective lens. Customer did not have any further details on why lens was defective. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient post-op injury. No further information was available.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.